Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving baclofen (2000 mcg/ml at 225 mcg/day) via an im plantable infusion pump. It was reported that they expected 13.4ml and aspirated 20ml from the reservoir. The caller stated that logs were normal and patient was not having any symptoms.